Manufacturer narrative:
(B)(4). Bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was insufficient blood flow through the device. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, it was found the abg had an insufficient blood flow issue."